Manufacturer narrative:
(B)(4). This report will be updated when laboratory analysis is complete.

Event description:
It was reported that during the implant procedure, this lead was not providing pacing output. The pacing thresholds were high and the pacing impedance measurements were abnormal. The physician reported the patient's general condition was poor. During the procedure, the patient became agitated, and their heart rate slowed and their blood pressure decreased. The procedure was completed using another lead. No adverse patient effects were reported; it was noted the patient was stable following the procedure and did not require being admitted to the intensive care unit. The attempted lead was returned and is undergoing laboratory analysis.

Event description:
It was reported that during the implant procedure, this lead was not providing pacing output. The pacing thresholds were high and the pacing impedance measurements were abnormal. The physician reported the patient's general condition was poor. During the procedure, the patient became agitated, and their heart rate slowed and their blood pressure decreased. The procedure was completed using another lead. No adverse patient effects were reported; it was noted the patient was stable following the procedure and did not require being admitted to the intensive care unit. The attempted lead was returned and is undergoing laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the event of a prolonged procedure. This report will be updated when laboratory analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.